Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
The patient had an rns neurostimulator replacement procedure performed on (B)(6) 2025. On (B)(6) 2025, the patient presented with an incisional erosion. On (B)(6) 2025, the patient had the rns neurostimulator and three cortical leads explanted due to skin breakdown and exposed electrode wires at the incision site. Treatment included unspecified post operative antibiotics.